Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal therapy via an implantable pump for non-malignant pain. The drug, dose, and concentration were unknown. It was reported that the pump was implanted higher than previously, which was causing movement problems (bending). It was too soon to tell whether swelling/fluid was a contributing factor. The pump was working beautifully. There were no further complications reported. Additional information was later received from a hcp on 2017-jun-01. The patient first began experiencing the movement problems immediately after [implant] surgery on (B)(6) 2017. It was clarified that there was no fluid in the pocket. The hcp offered to aspirate the pocket. The patient declined. Zero fluid was felt in the pocket. It was reported that there was ¿no movement on pocket site.¿ the patient complained of ¿movement¿ of the device. The patient was offered to have the system revised, but she refused surgery, but they refused and now they recognized the success of surgery. There was no need for interventions. It was also noted that the patient was very apprehensive. There were no further complications reported.**there was additional information reported that was not relevant to this event and therefore was omitted; see pe (B)(4) - pump movement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.